Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient experienced increased tone and dystonic posturing. The distal catheter was occluded due to an unknown flesh colored material in the catheter orifices. It was identified during intraoperative exploration. The entire catheter was replaced. There were no catheter segments left in the patient. The patient recovered without permanent impairment.

Event description:
It was reported since implant, the dose had to be slowly increased. The patient had periods of clonus and would then improve. A catheter revision was done. The system was being used to deliver gablofen.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(6).